Manufacturer narrative:
Report source other : mw5118453. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿per the cvicu rn, patient was started on a propofol drip at intensivist orders which was eventually titrated to 30 mcg which was 14 ml/hr. Blood pressure was noted to drop from 170's to 70's and propofol was noted to be dripping fast despite set rate. Tubing was immediately clamped and alaris channel turned off. Increased levophed to compensate, intensivist at bedside, bp still dropping, code blue called. Per hospital's biomedical senior equipment specialist, the outermost pump on the right side has been the one that was involved/failed. Reference reports: mw5118449, mw5118450, mw5118451, mw5118452, mw5118453.¿